Manufacturer narrative:
Initial.

Event description:
It was reported that the user disconnected the ilet pump to charge it, fell asleep, and later reconnected, after which the system indicated insulin empty with a blood glucose of 220 mg/dl. Device logs showed insulin ran out and insulin delivery was stopped for approximately two hours, and a supply change was initiated. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of insulin therapy and need for supply replacement without medical intervention. Investigation included review of synced device data and event logs. Investigation of this case revealed that the interruption in insulin delivery was due to the reservoir running empty and the user remaining off therapy during charging, consistent with use-related interruption rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors leading to insulin depletion and delayed supply change.